Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose. The customer states there are cracks on the pump near the reservoir compartment. The customer states they were found unresponsive and taken to the hospital. Troubleshoot was conducted, and the customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.